Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there was loss of ventricular capture. It was further noted that there were episodes of right ventricular lead oversensing. High capture threshold was noted on the left ventricular lead. During an in clinic visit on (B)(6) 2017, more episodes of non-sustained right ventricular oversensing were noted. The leads were reprogrammed. No further information was available.